Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as ¿cold sweats, daze, and slurred speech¿ and was unable to self-treat. The customer had contact with a healthcare professional who obtained a laboratory glucose result of 3.8 mmol/l in comparison to the sensor scan of 23 mmol/l. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was administered glucose intravenously for the diagnosis of hypoglycemia and anti-hypertensive medication was also provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving an unspecified sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as ¿cold sweats, daze, and slurred speech¿ and was unable to self-treat. The customer had contact with a healthcare professional who obtained a laboratory glucose result of 3.8 mmol/l in comparison to the sensor scan of 23 mmol/l. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was administered glucose intravenously for the diagnosis of hypoglycemia and anti-hypertensive medication was also provided. There was no report of death or permanent injury associated with this event.